Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition; no physical damage was found on the pump. Functional testing found the customer reported issue in the event history log but could not be duplicated. The pump's downstream occlusion sensor was tested and was found to be functioning properly and activating within specification however the downstream occlusion sensor should be recalibrated as preventive measure. Device passed all functional testing, unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the pumps frequently sound alarms for upward occlusion. No patient injury was reported.

Manufacturer narrative:
, Corrected data: this remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).